Event description:
It was reported that the physician took the patient to the operating room on (B)(6) 2019 due to infection. The area was washed out, the patient was placed on antibiotics and hospitalized. The device was not explanted. A culture test identified the infection was caused by pseudomonas and the physician believes it may be an nosocomial infection.